Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer reported the end of service was being ¿worked on.¿ surgery had been discussed but could not be done while the patient was anemic. The consumer was taking iron tablets.

Manufacturer narrative:
(B)(4) .

Event description:
The patient reported an error code of end of service (eos). The implantable neurostimulator (ins) was off/disabled and was no longer providing therapy. The patient was under the impression the ins battery would last longer. The patient noted it would be a while before she can see her managing hcp because she was undergoing eye surgery. It was recommended the patient contact their managing hcp's office to let them know about the eos message. There was no patient outcome reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The indication for therapy was spinal pain.